Manufacturer narrative:
Device not returned.

Event description:
Valve was implanted due to the aortic stenosis. After the implant, level ii to iii regurgitation was observed from the central area on the echo. But when the echo was viewed from a different angle, it seemed to be a perivalvular leakage. Valve was explanted. Doctor commented that one of the leaflets seemed smaller than the others and asked to investigate on the incomplete coaptation.